Manufacturer narrative:
Follow-up # 1 (B)(4) 2011. Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported a low blood glucose (bg) event that occurred on (B)(6) 2011 at 4:00 am. According to the patient, she woke up at that time with a bg level of "25 mg/dl" and was feeling bad. The patient's husband indicated that she did not know where she was. The patient's husband treated her with juice and snacks. Paramedics were not contacted. Forty-five minutes after the event, the patient's bg level rose to "70 mg/dl." The patient admitted that she had not eaten enough carbohydrates the evening prior to the event to cover boluses that were administered. The patient also reportedly had not eaten as usual that day. In addition, the patient mentioned that she might have been connected to the pump when she had primed in one or more instances that same day. Based on the pump history, the patient reportedly primed 152.2 units on (B)(6) 2011. (B)(6). This complaint is being reported due to the following conclusion: the patient claimed that she developed a low bg level that meets animas' criteria for a serious injury. However, the reported low bg event can be attributed to use-error since the patient admitted to consuming insufficient carbohydrates to cover boluses prior to the event and she might have been connected to the pump while connected.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2015 with the following findings: a review of the black box indicated data starting on (B)(6) 2013. Due to continued pump use, the data from the time of the alleged incident was unavailable for review. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the original complaint, investigation revealed that the display was discolored and the battery compartment was cracked.